Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.

Event description:
It was reported at an unscheduled follow-up appointment that sustained loss of capture, undersensing, sudden threshold rise, and lead dislodgement were observed. The lead was explanted. No patient complications have been reported as a result of this event.